Event description:
It was reported that a pt underwent a "tubal ablation" in 2008. The surgeon then proceeded to use a novasure device and was unsuccessful. The surgeon then proceeded with an endometrial thermal ablation procedure with our device. During the procedure, the pressures stayed at 108 to 110 mmhg. At the end of the procedure, the surgeon noted coagulated blood. The pt is currently in the hospital. No further info was available.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.